Event description:
It was reported that in 2007, the physician reported difficulties refilling the pump. The pump was found to be flipped and was manually rotated back into place. Add'l info rec'd from the physician reported that the pt lost weight which resulted in the event. It was also reported that there was "failure" of the device (unspecified). The pump could be manipulated/flipped over. An x-ray (2008) revealed no disruption in the catheter. The tip was located at t8. The pt underwent revision to cut the catheter and replace the pump. The pt recovered without sequela. The pt's pump contained fentanyl 50 mcg/cc delivers 2.5 mcg/day. Reference MFR report# 6000030200802504.